Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The instrument was returned for analysis intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the balloon has been cut. The batch history records were reviewed by clinical innovations with no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure for hysteromyoma procedure, the balloon burst and water leaked. The doctor commented that the device had been used as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.